Event description:
The lead was electively explanted. Device analysis reveals a j retention wire fracture without protrusion through the outer polyurethane insulation. Approx 5mm of the j retention wire was not rec'd. Explant method: intravascular, superior, femoral, thoracotomy technique/tools: direct traction with locking stylet, dotter basket/snare, sheath(s). No complications. Device analysis is provided.